Event description:
Has been on insulin pump for about two and a half years. On three occassions so far the pumps have failed to deliver insulin. First episode in 2003, second episode 2 months later and third episode 2 months later. Has had three replacements in less than a year. Each time they called the MFR, the faulty one was taken off from the reporter and replaced.